Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Implant date: unknown.

Event description:
It was reported by the healthcare professional to the company sales representative "5y 4m po valve is blocked adjust itself. Explanted."

Manufacturer narrative:
Production and quality assurance data: the progav valve was approved in january 2013 by a qualified staff made. No abnormalities during assembly occured. The valve was released for packaging and sterilization and in the sterilized by company autoclave. The progav valve has the target pressure levels 0 to 20 cmws. The valve characteristics after closing the valve for 5 ml / h or 50 ml / h flow for the set compression level 0.10 and 20 cmh2o were fine. The valve has been finalized as item fv410t and for shipping approved. The valve characteristics correspond to the specification. The brake was adjusted according to the specification. The progav was preset to position 5 cmh2o. The tightness of the system has been tested and proven. All controlled characteristic values were within the required specification. Investigation: optical test: in the first step of our investigations we have a visual inspection carried out. In the optical control could be an apparent deformation. Measurement plane parallelism: with the help of a dial gauge, the parallelism of the valve body becomes parallel tested. The measurement of the plane parallelism additionally has the determined deformation can confirm. The value measured here was clearly -0.0725 mm out of tolerance (tolerance 0 +/- 0.02 mm). Too high pressure, z. B. By the progav adjustment or a fall on the head of the patient, can damage the integrity of the patient jeopardize valves1 penetration test: to check if the valve is clogged, we have one permeability test made. This test is at a hydrostatic pressure difference of approx. 20 - 30 cmh2o in flow direction carried out. The test has shown that the valve is permeable. Brake force and brake function test: to measure the brake release force, we have the valve with a brake force meter checked. Here's how much power is measured housing must be exercised to release the rotor to the valve, through the magnet integrated in the device. The measurement of the brake function as well as braking force could additionally confirm that the valve characteristics by the apparent deformation were impaired. The rotor is defective. Result: in the first step of our investigations, we have at the valve one optical examination performed. The optical test showed a significant deformation of the housing surface. With the aid of a dial gauge, we have parallelism to the valve body tested. The values measured here additionally confirm the deformation of the progav valve. In the further course of our investigations we tried the valve to adjust to all pressure levels, both up and down. It was not possible to adjust the valve, as the function of the brake is not given. Also with the help of the brake function and braking force meter, it was no longer possible, the braking force as well brake function to test. A deformation can cause the lowering of the housing membrane, the achieved by the set bias the braking force, the rotor in to keep his position. This is now no longer due to the deformation given, the brake is broken. Despite the suspected constipation, we have the progav positive permeability tested. In order to verify whether the valve examined here may also be replaced by the known risks of hydrocephalus therapy has been influenced, such as example by natural cerebrospinal substances (protein, blood or tissue particles) 2, we have finally opened the valve. After opening the progav could be strong deposits inside the valve, which in the past temporarily become one constipation. What caused the deformation of the housing surface has remained unclear. However, it is certain that the valve is the company miethke has left in a perfect condition. The at the final control measured brake values prove the perfect function. For action in our view, there is no need for further regulatory action.